Event description:
Procedure type: hernia. According to the reporter: after trying 4 that all failed, they refused to even try the other 2 from this lot. The surgeons were in the room trying to use it. The circulating nurse described it as on the first pull of the trigger, there was a loud clunky noise and then nothing.

Manufacturer narrative:
(B) (4). This reported lot number is subject to the recall initiated 02/08/2010. Therefore, this report requires a 5 day MDR based on this new info.